Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. It was determined that during a lead replacement, the physician was unable to secure the lead into the ipg. As a result, the lead and ipg were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of intervention due to electrode stuck in the ipg header was confirmed. Visual inspection revealed that the lead was missing channel 1 terminal end lead electrode. The missing terminal end electrode was stuck in the ipg header channel block 1. The damage is consistent with damage that occurred during the procedure.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-01179. It was reported that patient experienced ineffective therapy. During a lead replacement on (B)(6) 2024, the physician was unable to secure the lead into the ipg. As a result, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.